Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 26oct2018. It was reported that crossing difficulties were encountered. The target lesion was located in the highly calcified and highly tortuous left anterior descending (lad). After crossing a non-bsc guide wire and pre-dilatation was performed with a maverick balloon catheter, a 2.50x12mm promus element drug-eluting stent was advanced but failed to cross the lesion. The dilatation was done at high pressure and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage and moved on balloon. Promus element,mr,ous 2.50x12mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found stent damage and movement on the balloon. The stent had moved proximally on the balloon. Damage was noted across the entire stent. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis.